Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer was failed. The field service engineer replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system the main 5.1 and 5.2 was not detected on the bus. The customer stated that this malfunction caused a delay and the user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.